Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Per the indication for use section of the mitraclip system instructions for use (IFU): the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The user error was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device; however, the off-label use did not influence the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat grade 4-5 tricuspid regurgitation (tr). The first clip was implanted successfully in the anterior septal segment, reducing tr to 3-4. To further reduce tr, a second clip was advanced and was implanted on the posterior septal segment. Five minutes after deployment, the second clip detached from the septal leaflet, and remained attached to the posterior leaflet (slda) and tr returned to 3-4. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.